Event description:
When the user woke up one day and put the audio processor on she did not hear anything via the implant. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation results point to a device failure caused by a non-functional floating mass transducer (fmt) due to a loosened weld joint. The fact that the fmt was fixed via ionomer cement may have contributed to a weakening of the fmt coating. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or the device appears likely, as indicated by in-situ testing. However to determine an exact root cause, device investigation on the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user woke up one day and put the audio processor on she did not hear anything via the implant. Re-implantation is considered but as of (B)(6) 2021 no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user woke up one day and put the audio processor on she did not hear anything via the implant.